Event description:
During right eye cataract, physician experienced an issue with the mst tip. Metal tip was exposed from silicone sleeve during ia. Tip then nicked the capsular bag. Vitreous loss was prevented. Planned iol implant placed.